Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The device was cracked. The device also had numerous nicks and gouges in the surface, particularly around the fracture site. The device exhibits signs of extensive wear/usage. Plastics are vulnerable to brittle fractures due to impact over loading. A crack may have initiated during use or due to the heating and cooling associated with autoclaving. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, the impactor tip broke during final impaction of the implant. Had backup, delay of less than 30 minutes.